Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and inconsistent r-wave amplitudes resulting in a stored untreated episode. The device was tested in different postures and vectors in clinic with noise able to be reproduced with changes in body postures. Further testing was performed with acceptable measurements achieved. Additional information was received that this system exhibited myopotential oversensing resulting in an inappropriate shock. The patient was noted to have been engaged in sexual activity at the time of the delivered therapy. This patient presented to the clinic after receiving an additional inappropriate shock. Rhythmcare reviewed the episodes and recommended performing an x-ray for evaluation of the system placement. X-ray was completed and the pulse generator appeared to be slightly high and the electrode could be in more of a sternal median position. Additional information was received that this device delivered additional multiple inappropriate shocks. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.